Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed. The physician was using the large non-bsc access system for a transeptal puncture(tsp). The transesophageal echocardiogram imaging was very poor and the doctor had a difficult time visualizing his position on the septum but felt that he was in a good place for tsp. During the puncture, the rf energy vaporized the septal tissue and created the normal bubbles in the left atrium. The dilator was removed and the watchman truseal access system was advanced over the guidewire through the tsp. The tip of the guidewire in the la was unable to be seen. Contrast was shot through the pigtail catheter to find the guidewire position with fluoroscopy. After shooting contrast, the physician noticed that there was darkening in the pericardial space. Another sonographer was called in and confirmed cardiac effusion on echocardiogram. All wires and sheaths were removed from the anatomy and a pericardiocentesis was performed successfully. The patient never exhibited any signs of distress and vitals remained within normal range. The patient was stable and sent to the floor for overnight observation. It was felt the tsp was too posterior on the septum due to poor imaging.